Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported infolding was confirmed on the provided films. Although the exact cause could not be determined, it appears likely that slight oversizing of the bifurcate may have contributed to the infolding. Instructions for use for the endurant ii/iis stent graft advise that the aortic section of the bifurcated stent graft should be oversized by 10-20% relative to the actual measured inner vessel diameter. This measurement should account for thrombus and calcification within the vessel, which can decrease the inner vessel diameter. Thrombus was identified within the main body bifurcate. The cause of the thrombus could not be determined, but it may be related to the infolding. Analysis of the returned films did not reveal any out-of-specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft was implanted during the endovascular treatment of a 56mm aaa . The proximal neck diameter was 27mm to 24mm distally with a neck length of 35mm. Mild proximal neck thrombus and mild left iliac calcification was noted. The left common ilac was it was noted that the index procedure went smoothly and there was no issues. It was reported on review of the 1 month follow up CT, the physician was concerned on how the main body appeared on the CT and felt the graft was in-folded and the limb potentially narrowing to the patient's left. It was noted during the index procedure the case went smoothly without any issues. The longest part of the case was the gate cannulation. The left common iliac was torturous which prompted the physician to place a long 8f sheath (25cm). There was no event that was unexpected at the intra-op period. At this time, the physician saw the patient and did a physical examination. Pulses were excellent, and decided to see him in 6 months per the physician the cause of the event was due to oversizing. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.